Manufacturer narrative:
The main component of the device system the relevant components include: product ID 8709, lot # j11009r20, implanted: (B)(6) 2002, product type catheter.

Event description:
Information was received from a manufacturer's representative regarding a patient receiving a dose of 959mcg/day at a concentration of 2000mcg/ml of gablofen via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the catheter migrated and was diagnosed by magnetic resonance image (MRI) and computer tomography (CT) scan. An x-ray confirmed the migration. It was reported that the patient experienced increased spasticity. A dye study was attempted on (B)(6) 2016 but the doctor was unable to aspirate the catheter. A roller study didn't identify any issues. Catheter was determined to be completely out of the intrathecal space. Patient is being scheduled for a catheter revision for the next coming week. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.